Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Additionally, the lead was returned severed approximately 47 cm from the tip. Analysis confirmed this damage was likely induced. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure, helix issues were observed with the right atrial lead. As a result, the lead was not successfully implanted. No adverse patient effects were reported.